Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states during administration of subcutaneous (sq) shots they frequently have drug leaks from where the needle screws into the syringe. The customer was not sure, if it is because of the thickness of the medicine they give. The customer stated this happened a couple of months ago, however based on anecdotal evidence these occasions will not be filed as complaints. The customer did not have any information regarding the specific incidents other than that this happened before.